Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was 113 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.